Event description:
It was reported that the estimated remaining longevity of the cardiac resynchronization therapy defibrillator (crt-d) was unexpected with an inconsistent trend in measurements. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.